Manufacturer narrative:
Product serial number was not provided. If implanted; give date: unknown/not provided. The device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was explanted due to the patient experiencing positive dysphotopsia. Despite multiple attempts, the account commented that no additional information could be provided.